Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. Posterior capsule opacification was first identified during a post operative yttrium aluminum garnet (yag) evaluation on (B)(6) 2024. Reportedly, the directions for use were followed. The issue was resolved by performing yag laser capsulotomy on (B)(6) 2024. Best corrected visual acuity (bcdva) pre and post-operatively was 20/20. The iol remains implanted. No further information is available.